Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported entrapment of device (clip caught on chordae) appears to be related to procedural condition and the slda was due to the entrapment of device. The reported foreign body in patient appears to be related to the entrapment of device as the clip was deployed on the chord. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. During the second procedure, one clip was implanted without issue. The second clip was the clip that became entangled in the chords resulting in an slda post deployment. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip became entangled in the chordae and could not be removed therefore it was deployed however the clip detached from one leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to 1-2. On a later date the patient returned with the mr increased to 4+. The clip was confirmed to be stable on both leaflets. Per the physician, the increased mr was due to disease progression. A second procedure was performed on (B)(6) 2021. The clip delivery system (cds) was advanced however became caught in the chordae medial to the previously implanted clip. Troubleshooting was performed and the clip was able to grasp the leaflets however was still entangled in the chords. Immediately after deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Another clip was implanted, reducing the mr to 3+. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.